Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the multiple cubies were failed. The customer reported that the user had performed a station reboot followed by recovery storage space, but the issue was still persisting. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 were failed. The technical support specialist had not received any updates regarding the overall block status on their account, hence got confirmed from the user to close this case. The system functioned as intended after the technical support specialist troubleshot the device.